Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va07a6c, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
It was reported that 3 months ago the patient increased his stim from 1.24 to 1.26 and it worked well for him. Two weeks ago the therapy 'worked a little less well'. Additional information received noted that the patient did not have concerns with their device or therapy. In (B)(6) I could not make the patient programmer work to change the setting. You sent a new programmer which works. I think that I was not placing the old programmer on the correct place on my hip. The old programmer, returned to you, may actually be working. It was also reported that not as effective as desired. Implant was providing some limited effectivity. Interstim implanted for about 5 mos. The interstim was helping, but not as much as he had hoped. Used at 1.7-3.0v but this hadn't produced much difference. After implant patient was getting some relief but having bad days. It was also helping a little with sleep he was getting up every 1.5 hrs pre-implant now getting up every 2.0-2.25 hrs post-implant. Patient wasn't informed that the antenna had to be directly over the implant (or bump as he described it). He was frustrated by this at first until he figured out how to do it himself. It was also reported that since implant on (B)(6) 2013 the results for his therapy so far were not what he had hoped for and wanted to adjust his stimulator to get better results. The last time he called, he was told to keep a diary for 3 days, then switch from program 1 to program 2, keep a diary for another 3 days. The patient wanted to switch from program 1 to program 2, today. The effectiveness of the therapy seemed erratic, one night he sleeps 3-4 hours and other nights he can sleep just 90 minutes at a time. The patient began with setting of 1.7 on day 1 and had worked up to 3.0. Patient reported that their first ins stopped working. It was asked if it was replaced due to normal battery depletion. Patient said "no", the therapy stopped working and they had a return of incontinence symptoms. Patient was (B)(6) and had fallen a couple times which might have been on the ins side. Patient had no further details, but only the ins was replaced. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.